Event description:
It was reported that while unpackaging the 3.0 x 18 mm rx vision coronary stent system, the stent was dislodged on the mandrel inside the sheath. The protective sheath seemed snug upon removal. There was no patient involvement. The outcome of the patient was fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted blood on the hub and contrast in the inflation lumen, which is consistent with handling and preparation for use. The undamaged stent implant was found dislodged from the balloon; therefore, confirming the complaint. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The balloon was loosely folded, which likely occurred after the stent dislodgement. The stent implant outer diameters and the inner diameter of the protective sheath met manufacturing specification. In this case, it is possible that the reported difficulty removing the protective sheath and stent dislodgement occurred as a result of positive pressure and/or mishandling during preparation of the sds; however, this cannot be confirmed. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, stent damage, or oversized balloon and stent due to partial inflation. Additionally, factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. Also, a sampling of units is inspected for sheath inner diameter, stent damage, and proper balloon fold.